Manufacturer narrative:
Per the reporting facility, the device was not available for return and evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported approximately three weeks after implantation of a toric intraocular lens (iol) into the left eye (os), the patient experienced a decrease in vision as indicated by blurry vision. During the one week post-op visit, the surgeon noted the lens had rotated and attempted to reposition the iol, however, the iol would not stay at axis. The iol was originally placed at 172 degrees and approximately three weeks later, the lens was positioned at 44 degrees. The orientation of the lens changed with decentration. A successful lens exchange using the same model, but different diopter lens was performed. The incision was enlarged to 3.2mm to facilitate the removal of the original lens. The surgeon changed the diopter size of the iol due to the incision enlargement which induced more astigmatism. The surgeon is unsure of the likely cause of the event, citing the lens would not stay at intended axis, however, the patient's prognosis is good.